Event description:
The customer claims that product ac3.1 gave faulty readings twice. The reason is unknown. This unit is for clinical studies. The hospital is requesting that the unit be serviced and returned. No patient contact was reported.